Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the power cord door had a broken tab, there was a missing screw on the hinge plate assembly, the display drops, some case parts were scuffed up, the left keyboard hinge was broken, the media bay door was scuffed up, there was corrosion in the area of the programmer affecting analyzer bay, power supply and upper case, and the lower hinge plate was cracked. (B)(4).